Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual and microscopic inspection were performed and revealed no evidence of particulate matter either inside or outside the balloon. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extra large volume infusor had particulate matter within its bladder. This was found during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.